Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection. The implantable pulse generator (ipg), right atrial (ra) lead and right ventricular (rv) lead have been explanted and will be replaced. No further patient complications have been reported as a result of this event.